Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer. Therefore it could not be analyzed. The review of the device manufacturing quality record indicates that (B)(4) products refobacin bone cement r 1x40g, reference 3003940001, lot number a749dc0513 were manufactured on 17 may 2018. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. According to available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was been reported that during the operation, the bone cement was taken out and the first layer of packaging was unpacked. It was found that the powder in the second layer of aseptic packaging leaked out, all of which were the powder in the b side of the transverse surface. The accuracy of bone cement dose is seriously affected. The same problem occurred when six packages were opened one after another. This is 5th incident in (B)(6) in 2019.

Manufacturer narrative:
(B)(4). G3 - report source, foreign - event occurred in china. The following sections were updated: a3, b4, b5, e1, e2, e3, g7, h1, h2, h10. Reported event was confirmed as the pictures received show that the inner cement pouch sealing was opened. The device was not returned to the manufacturer. Therefore it could not be analyzed. The review of the device manufacturing quality record indicates that (B)(4) products refobacin bone cement r 1x40g, reference (B)(4), lot number a749dc0513 were manufactured on 17 may 2018. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. 27 complaints have been recorded for refobacin bone cement r 1x40 g, batch a749dc0513 within one year. According to available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the inner sterile packaging was found opened during the surgery. There was no patient involvement no adverse events have been reported as a result of the malfunction.